Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels going over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer realized air bubbles in her tubing before a high pressure test was to be performed. Customer called back later that day and still had high blood glucose readings. Customer blood glucose was 266 mg/dl at this time. Customer advised they would meet with their health care provider to make possible changes to the settings on the insulin pump.